Manufacturer narrative:
A temporal association exists between the liberty select cycler and the reported adverse event(s) of severe lower abdominal pain, perforated colon, infection and subsequent need for hospitalization. However, based on the information available, there is no documentation or evidence a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of a machine malfunction or the machine not performing as expected. Per the statement made by the pdrn on (B)(6) 2018, the causality of the event is unrelated to dialysis. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up for this customer experience the peritoneal dialysis. Patient reported pain and was advised to seek medical attention at the emergency room. The pain was described as unbearable. During a follow-up call on (B)(6) 2018 the patients peritoneal dialysis nurse (pdrn) confirmed the patient was hospitalized for a perforated colon (location and severity unknown) and infection (specifics unknown) on (B)(6) 2018. During an additional follow-up call on (B)(6) 2018, the pdrn reported the patient remains hospitalized. The pdrn confirmed the patient contacted the on-call pdrn for severe abdominal pain on (B)(6) 2018, and was subsequently hospitalized for an infection stemming from a perforated colon. Presently the hospital course is largely unknown, as the patient is still admitted. However, the pdrn reported the patient transitioned to hemodialysis (date unknown) for rrt while hospitalized. Additionally, the pdrn stated the causality for the event(s) is unrelated to dialysis. It is unknown if any fresenius device(s) or product(s) are being utilized during the hospitalization. Additional information was solicited.